Manufacturer narrative:
User error - no checking of the inflation line for trapping/pinching. The defect could not be verified, as no sample or photo was provided. A theoretical investigation was conducted based on the complaint description. According to the report, the inflation line became trapped between the inner and outer cannula during insertion, preventing proper cuff inflation. Traceability of lot 1100038852 (man 2024-08-19) showed no recurrence of this issue. Production records, including the cuff inflation line (art. 300080.08, lot 240423/1/2/3), revealed no deviations or anomalies. The complaint description indicates that the issue occurred during use, likely due to the inflation line being pinched during insertion. This is addressed in the IFU (chapter 5), which instructs users to check that the inflation line is not trapped between cannula components. Based on current evidence, the root cause is assessed as user error.

Event description:
1) what went wrong: during a tracheostomy procedure using the tracoe experc set (ref (B)(4) with cannula model 306-08-p, a malfunction occurred at the stage of inserting and locking the inner cannula. The connection tube (filling line) between the cuff and the pilot balloon became inadvertently trapped between the outer and inner cannulae within the locking mechanism. As a result, the cuff could not be inflated properly due to compression of the cuff tubing. Even after the connection tube was released, the inflation system did not function as expected. Higher-than-normal inflation pressures were required, and deflation/aspiration from the cuff remained incomplete. Consequently, effective patient ventilation could not be ensured - because of the reduced blocking of the cuff. 2) health effect: the patient had to undergo emergency orotracheal intubation followed by a repeat tracheotomy, which was successfully completed without further complication no further health effect to the patient reported.